Event description:
The customer reported falsely elevated architect stat troponin-I. The customer reported 3 events have occurred since (B)(6) 2023 and reported that two samples were reported out of the laboratory. The customer provided the following data: (customer normal range = 0.0-0.03 ng/ml). On 26 july 2023 sample ID (B)(6) initial result was 0.04, repeat result was 0.03, repeat result on another analyzer was 0.03. On 3 aug 2023 sample ID (B)(6) initial result was 0.05, repeat result was 0.03, repeat result on another analyzer was 0.03. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ids are (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the architect i1000sr, serial number (B)(6) and resolved the issue by replacing the assy, manifold wz fep tips, with valves (rohs) as buildup was observed under the part. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending was performed for the assy, manifold wz fep tips, with valves (rohs) and the product monitoring review scorecard was reviewed and found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the assy, manifold wz fep tips, with valves (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6) and the assy, manifold wz fep tips, with valves (rohs) was identified.